Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent surgery in (B)(6) 2021 in which he received a cartiva implant. Allegedly in (B)(6) 2021, it was determined that the cartiva had failed and a further invasive surgery including the removal of the cartiva and arthrodesis took place in 2022.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.